Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the polyp was deployed, the blue wire had a double loop. The event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the loop stopper moved toward the distal side after the user accidentally touched it after removing the loop from the protective tray. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information provided by the customer.

Event description:
No new additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following fields: d4 lot #; d4 expiration date; h4 manufacturer date.